Event description:
It was reported that arctic sun device would not fill. A check of the device showed that the circulation pump was unable to generate more than -0.2 psi with a circulation pump command (cpc) of 100 percentage. Per additional follow up information received via email on 14may2024, issue was resolved, they ordered part and replaced it.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed circulation pump. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that arctic sun device would not fill. A check of the device showed that the circulation pump was unable to generate more than -0.2 psi with a circulation pump command (cpc) of 100 percentage.